Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, smoker, pain, inflammation. Patient came in with implant extracted by denture.